Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was detached, exposing the corewire by approximately 4.0cm. The corewire tip was exposed. There was no evidence of corewire fracture. Evidence of adhesive remnants were found which indicate that the pebax tip was correctly adhered during manufacturing process. The complaint is consistent with the returned guidewire that the distal tip was detached, exposing the tip of the metal corewire. Based on all gathered information, the most probable root cause is "handling damage¿. There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report #33005099803-2015-03161, 3005099803-2015-03162 and 3005099803-2015-03163 for the other associated device information. It was reported to boston scientific corporation that three jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during introduction the hydrophilic tip detached exposing the tip of the metal corewire. A second and third jagwire guidewires were used but the hydrophilic tip detached on both guidewire exposing the tip of their metal corewire. Nothing had detached inside the patient and procedure was completed with a fourth jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The exact age of the patient is unknown however it was reported the patient was over 18 years old. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report 3005099803-2015-03162 and 3005099803-2015-03163 for the other associated device information. It was reported to boston scientific corporation that three jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during introduction the hydrophilic tip detached exposing the tip of the metal corewire. A second and third jagwire guidewires were used but the hydrophilic tip detached on both guidewire exposing the tip of their metal corewire. Nothing had detached inside the patient and procedure was completed with a fourth jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.